Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, vented pe-lined solution set had no flow during patient infusion. The issue was further described as " medication did not flow either through the infusion pump or by drop free which indicates that the filter is sealed". There was no report of patient injury or medical intervention associated with this event. No additional information is available.